Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found that the cause of the leak was the probe wipe not travelling all the way down the probe to the aspiration port. The probe wipe extension arm was obstructed by the secondary mode aspiration switch. The fse corrected the position of the switch and realigned the probe rinse block (rb1) to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported that approximately three drops of clear fluid leaked from the secondary (manual) mode probe on a coulter hmx hematology analyzer with autoloader. The instrument was operational in primary mode while running samples. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.